Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted the reload was partially fired to the 2 cm cut line and engaged in interlock. The jaws of the reload were open. The front sutures were still intact. There were staples protruding from proximal staple cartridge channel. The anvil clamping mechanism is deformed. Pmv performed functional testing which included the reload was loaded into a post market vigilance (pmv) instrument (0174) for functional testing. The reload locked securely in place and was applied to test media. The interlock was overridden, all remaining staples were placed and test media was cleanly transected. The jaws opened after the instrument return knobs were retracted. The reload interlock was tested and found to function properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the deformed anvil clamping mechanism condition may occur in any of the following circumstances: firing ov ER tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device failure and the reported incident was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic bariatric procedure. While dissecting the stomach, the reload did not deploy two rows of staples. There was poor staple formation, and the staple line was incompletely formed in the central portion. The tissue was cut, but not stapled. The incomplete staple line was corrected by oversewing the tissue and using ligation clips. Bleeding of over 500cc resulted. There was temporary injury as a result of the device problem. Patient status is alive, no injury.